Event description:
The hospital staff attempted to administer a shock to a pt diagnosed in ventricular tachycardia. The device allegedly failed to deliver the shock to the pt and displayed the message "energy not delivered". A second attempt was made with the same result. A backup defibrillator was made available and used. Drug therapy was also administered. There were no adverse affects to the pt reported as a result of the alleged malfunction.